Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-38. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The root cause of erbe error c-38 points to high frequency (hf) current measurement value too low in on state.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report error c-38 on the integrated electrosurgical unit (iesu) or erbe. Tse recommended restarting the erbe at a convenient time to check if the error recurs. The customer called back to report that error c-38 occurred even after restarting. Tse explained that the customer should prepare and use an external esu for the case. The procedure was completed with no reported injury.